Manufacturer narrative:
Patient city: (B)(6). Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced high blood glucose level after change of infusion set event on (B)(6) 2026. The patient's blood glucose level was treated with insulin pump. No further information available.